Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. The device was retained by physio-control. The customer will receive a replacement device. The cause of the reported issue could not be determined. Physio- control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Physio-control performed a clinical review and determined that there is insufficient data to determine the impact of the device use. There is no ECG tracing contained in the code-stat record to determine if the patient was in a shockable rhythm.

Event description:
The customer contacted physio-control to report that their defibrillation electrodes did not consistently connect with the device. In this state, the device may not be able to deliver defibrillation therapy, if it were needed. The patient associated with the reported event did not survive.

Event description:
The customer contacted physio-control to report that their defibrillation electrodes did not consistently connect with the device. In this state, the device may not be able to deliver defibrillation therapy, if it were needed. The patient associated with the reported event did not survive.

Manufacturer narrative:
Physio-control further evaluated the removed parts and determined that the cause of the reported issue was caused by user error.